Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after an initial hto surgery on (B)(6) 2019, it was found that the proximal screws broke post op and remains in the patients body. The screws could not be removed during the revision surgery. It's unclear if the screws broke in situ or during the revision surgery. No more information are available. No x-rays are available. Devices are already discarded and not available for investigation. Further questions will be asked. Update 12-aug-2020, asa: it was reported by the customer that some proximal screws were broken. When removing the plate and screws they all broke around 1cm from screwhead. The plate and screws were (partially) taken out. The surgeon decided that he did not want to place another plate due to partial consolidation.